Manufacturer narrative:
See manufacturer¿s report # 3004209178-2015-12632 regarding the implantable neurostimulator (ins) and extensions for this system. Concomitant products: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. (B)(4). Analysis of the lead [lot # va0m38j] found lead conductor #3 was broken at the #3 electrode weld site on the distal end.

Event description:
It was reported that the battery site felt like it was burning when the stimulator was on. The burning seemed to intensify as the amplitude was increased. There was pain and a burning sensation at the device pocket and extension location. The extension felt too taught and thus was causing the pain. The lead was cervical and the battery was subclavicular. Impedances were all normal and x-rays were performed. Information obtained later reported that after seeing the surgeon the patient was to be scheduled for a system replacement, the date was not known. They had increased pain but were otherwise doing well. The cause of the event was not determined. Additional information received from the manufacturer's representative reported the entire system was replaced on (B)(6) 2015. The patient had mentioned experiencing a burning sensation at the implantable neurostimulator (ins) site and variability in his stimulation. He described it as the stimulation changing intensities despite keeping his head completely still. Additional information received from the manufacturer's representative reported the device was explanted and replaced with a manufacturer's device. There was normal battery depletion. The device was used in the patient for treatment. There was no patient death and the patient recovered without sequela after the device was removed. Additional information received from the healthcare provider (hcp) via the manufacturer's representative (rep) reported the primary reason for explant of the implantable neurostimulator (ins) as failure. The patient's indications for use included complex reg pain syndrome type I and spinal pain.